Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a knee surgery while it was attempted about two and three times to introduce the firstpass mini into the joint and pass the minitape it was unsuccessful, the surgeon realized that the suture capture in the top jaw was missing. This first pass got stuck in the fat pad and it fell into the joint right in front of the scope, so the piece was removed immediately using a grasper. All the pieces were retrieved from the patient. The procedure was successfully completed using a back-up device, a delay of 20 minutes was reported. No patient injury or other complications were reported.

Manufacturer narrative:
H10 h6 the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A clinical review states per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Based on the information provided, all the broken pieces were retrieved from inside of the patient. According to the report, the procedure was successfully completed using a back-up device with a delay of 20-minutes. Per subsequently it was reported the sales rep. Confirmed there were no patient injuries or other complications. Therefore, no further clinical/medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.